Event description:
The patient presented for a renal biopsy; during the biopsy of the left kidney, the bard biopsy device misfired during use. A new biopsy device was then obtained and the procedure was completed with no additional device issues. FDA safety report ID # (B)(4).